Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific identification information was not provided, precluding a review of the device history record.

Event description:
Revision reported due to osteoarthritis, rotator cuff tear, and glenoid loosening approximately six years post operatively. This event was reported through clinical data collection.